Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed button error. The patient's blood glucose level was 140 mg/dl at the time of the call. The parent stated that there were no significant events that could have led to the issue. The parent was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
No button error alarm was noted. All of the buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a stained end cap sticker.